Event description:
The target lesion was in the mid to distal rca, with mild calcification and 99% stenosis. The stent delivery system (sds) was delivered, but resistance was felt in the mid rca. The sds was pulled back, but it became stuck with the guiding catheter and the stent then dislodged. The stent was retrieved with a snare device.